Manufacturer narrative:
Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. The exact lot number was unknown, therefore review of the manufacturing records could not be completed.

Event description:
As reported, while testing to check the pressure difference measured by pressure transducers from different manufacturers, a discrepancy and an extra spike in the arterial pressure was noted when the edwards disposable pressure transducer (dpt) was used. The arterial pressure with this dpt measured 195/60 (94) while the non-invasive measured 142/70 (90). Patient demographics requested but were not provided.

Manufacturer narrative:
It was confirmed that the device was not available for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Per the IFU: poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Abnormal pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.